Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), genital haemorrhage ('abnormal bleeding (general)') and ankylosing spondylitis ('autoimmune disorder type of disorder: ankylosing spondylitis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included numbness, sexual dysfunction, menses irregular, nabothian cyst, uterine fibroids, ovarian cyst, bloating, uterine bleeding, post procedural pain and uterine fibroid. Concomitant products included adalimumab (humira) from (B)(6) 2017 to (B)(6) 2017, cyclobenzaprine from (B)(6) 2017 to (B)(6) 2017, ibuprofen, indometacin (indomethacin) from (B)(6) 2017 to (B)(6) 2017, pantoprazole from (B)(6) 2017 to (B)(6) 2017 and prednisone from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), nausea ("nausea"), menopausal symptoms ("hormonal changes describe: menopausal symptoms"), amenorrhoea ("no menstrual periods"), back pain ("back pain/ severe chronic low back pain"), leg pain ("lower extremity pain / leg pain- bilateral"), arthralgia ("severe bilateral hip pain / hip pain") and musculoskeletal pain ("buttocks pain"). In (B)(6) 2014, the patient experienced fatigue ("fatigue") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced ankylosing spondylitis (seriousness criterion medically significant), gait disturbance ("unstable gait") and urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2018, the patient experienced urinary tract infection ("uti"). On an unknown date, the patient experienced depression ("depression"), arthritis ("severe arthritis"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and foot pain ("foot pain") and was found to have weight increased ("weight problems - weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, weight increased, fatigue, nausea, menopausal symptoms, amenorrhoea, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge, gait disturbance, urinary incontinence, back pain, leg pain, arthralgia, musculoskeletal pain and foot pain had resolved and the depression, ankylosing spondylitis and arthritis outcome was unknown. The reporter considered amenorrhoea, ankylosing spondylitis, arthralgia, arthritis, back pain, depression, dysmenorrhoea, dyspareunia, fatigue, gait disturbance, genital haemorrhage, leg pain, menopausal symptoms, menorrhagia, musculoskeletal pain, nausea, pelvic pain, urinary incontinence, urinary tract infection, vaginal discharge, vaginal haemorrhage, weight increased and foot pain to be related to essure. The reporter commented: she will be forced to undergo a major surgery as a result of essure. The essure devices were introduced through the operative channel and deployed into each tube without difficulty, with approximately 3-6 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Nuclear magnetic resonance imaging - on (B)(6) 2017: there is mild degeneration and mid broad based disc bulges atthel-3, 4 l4, 5 and l5-s1. Mild t. Moderate bilateral facet arthrosis at the l3-4, l4-5 and l5-s1 levels. Pathology test - on (B)(6) 2018: bilateral fallopian tubes with intraluminal foreign body (essure coil). Ultrasound scan vagina - on (B)(6) 2018: examination performed on (B)(6) 2016 and the transabdominal study performed on the date of the current examination but reported separately. Two uterine fibroids are again noted. A nabothian cyst is noted. The left ovary contains a cyst, not described on the report of the previous examination. Again, the prominent cyst in the right ovary appears unchanged in appearance from the study of (B)(6) 2016 but the remainder of the right ovary is enlarged. X-ray - in (B)(6) 2017: some scoliosis but nothing going on with the low back vertebrae. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , backache,low back pain, lower extremity pain,dyspareunia, ankylosis spondolytis. Further company follow-up with the consumer, lawyer, lawyer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jun-2019: pfs and mr received, reporters information updated. Event: weight problems were updated to weight gain. Events: hormonal changes describe: menopausal symptoms/, no menstrual periods, abnormal bleeding (general), autoimmune disorder type of disorder: ankylosing spondylitis/severe arthritis, bladder or urinary problems or changes,: incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, unstable gait, pain: lower extremity pain / leg pain- bilateral, foot pain, back pain/ severe chronic low back pain, severe bilateral hip pain / hip pain , buttocks pain , abnormal bleeding (vaginal, menorrhagia) were added .event outcome were updated to recovered/resolved: abnormal bleeding, dysmenorrhea, hormonal changes, nausea, fatigue, dyspareunia, pain (all), infections, bladder problems, vaginal discharge, weight gain, unstable gait. Medical history, lab data, concomitant drugs were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.